Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported lock line break. The user error (improper or incorrect procedure or method) was due to the user curving the device more than 90 degrees. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the lock line broke while moving the clip into the left atrium. The clip was removed from the patient and a new mitraclip was selected. The mitraclip was implanted successfully and the procedure was discontinued. The final mr was 1-2. There were no adverse patient effects or clinically significant delays reported.